Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The area representative reported a (B)(6)-old-male patient underwent an endovascular abdominal aortic aneurysm repair (evar) procedure on (B)(6) 2007. During the evar procedure a zenith flex aaa endovascular graft bifurcated main body was implanted. The procedure was completed successfully. The patient was in a regular annual survey (follow-up). In the last survey (follow-up) a type ia endoleak was noticed. The physician ordered a zenith renu aaa ancillary graft main body extension from cook to be used to perform a secondary procedure to resolve the endoleak. Manufacturer report # 1820334-2017-03778 involve the same patient and capture the development of the type1a endoleak and the secondary procedure with complications and subsequent patient¿s death.

Manufacturer narrative:
Additional information: describe event or problem. The patient died after several days on intensive care due to a rupture of the descending aorta, distal entrance of left subclavian artery. The rupture took place right where the zenith renu aaa ancillary graft main body extension had been left. Before, he suffered from paraplegia in both legs, and a dissection of the descending aorta due to the efforts of removing the top cap and the whole manipulation with balloon catheters to open the bare spring. The patient¿s family refused an autopsy, so there is no official report. The ruptured aorta was proved by CT scan. The physician offered the relatives to do an additional stenting over the rupture, but under the circumstance of a persistent paraplegia of both legs, the family decided against this intervention also in mind, that the patient was in his 80s. Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation/evaluation: the graft was not returned, however, a disc containing images of the secondary intervention was provided. A review of angiography imaging, complaint history, the device history record, the instructions for use, manufacturing instructions, quality control data, specifications, and trends was performed. The qc specification, manufacturing instructions and design history files were reviewed and no evidence was found that the device is manufactured out of specification. The device history record was reviewed, for lot 7910294 (finished assembly), sa5562192 (graft) and sa7041603 (subassembly). No non-conformances related to the reported failure mode were noted. Angiography from implantation was provided. Although a type ia endoleak was not visible on the provided imaging, the suprarenal stent morphology, the maximal sealing stent expansion, implantation below the renal arteries and the absence of mainbody crowding, support a type ia endoleak on the basis of sealing zone expansion rather than inferior migration. The course of the right iliac artery through which the rxl-32-62 was inserted was not provided. Partial angiography of the left common iliac artery confirmed severe iliac tortuosity. Had the original mainbody been implanted just below the renal arteries rather than 20mm below, type ia endoleak development would have been much less likely because disease progression is much less likely in the immediate infrarenal abdominal aorta. Significant findings relative to the disease state were observed. Disease progression 20mm inferior to the renal arteries likely caused the type ia endoleak. According to the image review the suprarenal stent of tffb was reverse funnel shaped and the main body maximally dilated. Per the instructions for use (IFU) : ¿ (sec 4.2) key anatomical elements that may affect successful exclusion of the aneurysm include an inverted funnel shape (greater than 10% increase in diameter over 15mm of proximal aortic neck length). In presence of anatomical limitations, a longer neck may be required to obtain adequate sealing and fixation. Patients anatomical condition of reverse funnel shaped neck along with maximal sealing stent expansion possibly resulted in inadequate sealing leading to type ia endoleak. Per IFU, "placement and/or incomplete sealing of the graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries." The original endograft sealing stent was approximately 20mm inferior to the most inferior renal artery with disease progression 20mm inferior to the renal arteries. Per IFU: ¿ (11.1.7) note: ensure patency of renal arteries by confirming that the proximal graft markers are 2mm or more below the lowest renal artery. Additionally, the mouth of the sealing stent was significantly angulated from anterior to posterior, relative to suprarenal stent. Placement of the sealing stent inferior to most inferior renal artery along with angulation of the sealing stent would have resulted in disease progression and compromised sealing of the suprarenal stent resulting in type ia endoleak. Based on the image review, the root cause for type ia endoleak is likely procedure related; patient condition related to occurrence due to the fact that the neck was reverse funnel shaped and suprarenal stent had significant angulation. This along with the reported vessel tortuosity would have resulted in inadequate sealing, disease progression and type ia endoleak. Per the quality engineering risk assessment, no further action is warranted. The appropriate personnel have been notified of this event. Monitoring will continue to be performed for similar complaints.